Event description:
It was reported that the ilet user experienced multiple infusion set and cartridge issues, exhausting six sets and cartridges before contacting support, and subsequently elected to return to multiple daily injections until adequate short-acting insulin supply could be ensured. No reported changes in blood glucose or symptoms. Outcomes included shipment of replacement supplies and no alarms or alerts reported. Investigation included a support call to assess device use and confirm details. Investigation of this case revealed user error related to infusion set deployment or connector attachment, consistent with use-related issues impacting the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error.